Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the self test. All buttons were tested while navigating the menus and unit was received with all buttons responding properly. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found. No damage or moisture damage on keypad assembly. However, under microscope inspection u1 on keypad assembly had cracked traces (lead 1 and lead 6) that may have caused the intermittent button response. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic stack. The j1 connector on pcb1 was locked properly and no moisture damage was found on electronic assembly. The unit also passed the keypad voltage test (3.2v). Unit was received with cracked keypad overlay at select button, cracked case (battery tube), cracked case on battery side, scratched case and broken trace. In conclusion, the customers allegation for intermittent button response was not confirmed. All buttons responded successfully during testing. However, cracked traces (lead 1 and lead 6) on u1 keypad assembly were noted, possibly causing an intermittent button response. Customers concern for cosmetic damages was confirmed when cracked case (battery tube) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reported a keypad anomaly and/or stuck button alarm. Troubleshooting was performed and the buttons remained unresponsive after troubleshooting. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.